Event description:
Olympus was informed that during a period of approx four months, they had experienced four perforations in different procedures by different physicians. There was no further detail provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report. For one of the reported perforations the subject scope was said to have been inserted into the pt's mouth, and the pt was said to have been perforated in the upper gastric area. The user facility reported that due to the location of the perforation, the users were unable to place an esophageal stent or offer any surgical therapy and the pt was reportedly being monitored. The user facility reported that the subject device was noted to have some damage to the ultrasound transducer prior to the procedure. The user facility reportedly did not believe the perforation was attributed to the damaged scope. The status of the pt is not known. The device referenced in this report was returned to olympus for eval. The bending section was found leaking due to a cut and the glue was found sharp which was attributed to mishandling. The bending section glue was also found discolored due to chemical damage. Additionally, the second leak was observed at the electrical connector, and the locking pin was missing. The device has been serviced and returned to the user facility. An olympus endoscope service specialist has visited the facility and provided in-servicing regarding appropriate handling and pre-use inspection. Olympus is continuing to investigate this report with the user facility. If significant add'l info is received, this report will be supplemented. This is one of four reports, please see also 8010047-2012-00056, 8010047-2012-00057, 8010047-2012-00058. This report is being submitted as an abundance of caution.